Event description:
It was observed during the device evaluation, the colonovideoscope had no image, a b30 error code (scope communication error) and there was liquid inside the light guide mount. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the colonovideoscope had no image, a b30 error code (scope communication error) and there was liquid inside the light guide mount. Based on the results of the investigation, the probable root cause of no image and the b30 error code was a failed plug unit and connector cable. Based on the results of the investigation, olympus confirmed the device had foreign material, but the type of material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.